Event description:
Reviewed attached customer feedback form: yes. Contraindications relevant to failure: n/a. Part number: 865711. Revision: a appearance: implant received in good used condition. Specification should be: length: .465 ± .003, specification as found: .4671; diameter: .2245 ± .0005, specification as found: .2249. Comments: implant meets all applicable specifications. Implant received attached to fixture mount. Date of inspection: 02/03/2020.

Manufacturer narrative:
Lot information unknown and if it becomes available a follow-up report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, the fitment of implant could not be made due to error in surgical protocol.